Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received error alerts during the rewind step of a supply change. A device replacement was arranged. Blood glucose was not affected.